Manufacturer narrative:
Continuation of d10: product ID cd9000 serial# (B)(6) product type multiple therapy product. Product ID wr9220 serial# (B)(6) product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). H3: analysis of the wireless recharger (s/n: (B)(6)) revealed that the led#s scroll continuously. Device is unresponsive. Flash sector read/write protection bits have become set. No anomalies were visually observed. B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. The reason for call was patient stated the recharger is not working at all. Patient said the last time they used it was a week or two days ago and yesterday they tried to use the device to charge themselves and the recharging did not work at all even with it being docked. Patient had the device docked for at least 4 hours and when they came back the device was not charged and the lights were scrolling up and down. Caller also stated that there is a loose connection between the dock and the cable. An email was sent to the repair department to replace the wr , dock and charging cable. Additional information was received from the patient. The reason for the call was the patient stated they just received a replacement recharger, dock and charging cord. The patient reported something was wrong with their new wireless recharger. The patient stated they got it this morning and charged it and it was acting weird. The patient reported when they charged it they can see the battery was completely charged with the 3 dots but when they hit the power button there was an orange light and descending tones. Reviewed steps to pair new wireless recharger with handset. Patient initially reported getting not found when trying to pair new wireless recharger with the recharging application on. Patient pressed switch recharger and scanned new wireless recharger barcode. Patient continuously powered on wireless recharger and stated seeing recharger is inactive message, then confirmed recharger successfully paired with handset. Patient confirmed charging implant successfully with implant at 50%, excellent connection, therapy on. Patient stated they had done these steps before when it did not work but did not try to continuously power on the wireless recharger. The issue was resolved through troubleshooting.